Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). While it is unknown if the device involved is available for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the filter appeared to be cracked and chemotherapy paclitaxel leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation; however a photo was provided. Based on the investigation results of the photo, a crack was noted on the elimating filter. The reported defect was confirmed via the photo. Multiple unsuccessful attempts were made to obtain a sample. Although a photo was provided for further evaluation and the defect was visually confirmed via the photo, without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.